Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle has a rubber stopper on the backend of the needle which stays stuck, does not retract causing the blood flow to continue when the tube is removed. The following information was provided by the initial reporter: the rubber stopper on the backend of the needle stays stuck, does not retract causing the blood flow to continue when the tube is removed.

Manufacturer narrative:
B.5. Describe event or problem: description of event changed to poor sleeve function. H.6. Investigation summary: material #: 368607. Lot/batch #: 3040672. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle there is poor sleeve function of two needles. No patient impact reported. The following information was provided by the initial reporter: the rubber stopper on the backend of the needle stays stuck, does not retract causing the blood flow to continue when the tube is removed.